Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment, the pt's groin continued to have bleeding. The tissue tract was reportedly "thin". The physician stated that the pt also had a previous attempt with a starclose in the past that was unsuccessful. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.